Event description:
It was reported that the device was tested and ran intermittently with a stop, start action and then it stopped altogether, with no power seemingly reaching the handpiece. Event timing was unknown, however there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined machined head and the insulation of the cable and switch were damaged, corrosion on the motor and some screws, a screw was broken into the motor, a seal was damaged, the unit was out of calibration and the position of the control bar was not correct. The machined head, screws, motor seal, spring pin, shaft bearings, thickness control shaft, and sleeve bearings were replaced and the position of the control bar was re-calibrated. The motor, switch and plug harness assembly were updated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.